Event description:
Patient was brought to the or for a cataract removal with intraocular lens implant. The cataract was removed without incident. The lens was then placed in the eye as per normal, but one of the haptics (supporting structure that holds the lens in place) broke off. The haptic was removed from the eye and the lens was cut into several pieces to remove from the eye. Then a new lens was implanted without incident.